Event description:
Customer is unsure if pod is delivering insulin. He experienced high bg levels after about 24 hrs of use. He went to the hosp around this time, but kept the pod on while there. He rec'd insulin by IV. When asked specific questions about the hosp he stated that he did not remember. Customer explained that he did not replace his that day and he was going to talk to his dr for advise. It was also recommended he meet with a cde for assistance. No further info reported.

Manufacturer narrative:
The device involved has not been returned to the MFR for eval as of the report date. A f/u report will be submitted if the prod is subsequently rec'd. Unable to confirm any prod malfunction. No conclusion can be reached at this time. The prod user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.